Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors over-infused medication to the patient. This issue was observed during patient infusion. The devices would complete the medication delivery 4 to 4.5 hours earlier than expected. The devices contained bleomycin. There was no report of patient injury or medical intervention associated with this event.